Event description:
It was reported that a collar on the instrument got really hot, melted and burned the patient.

Manufacturer narrative:
Carol from the hospital stated that the bur melted into the collar of the handpiece (hp). The patient was burned at the collar of the hp. There were 2 burns on the patient outside of the site where the doctor was working on the shoulder. It took the first layer of skin off. They treated the patient's burns with silvadene and put a dressing on it.